Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead was difficult to operate and to move the stylet within the lead. This lead was not used and the physician elected to complete the procedure using a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of a stylet insertion issue was confirmed. As received, a complete lead was returned for analysis. A stylet insertion test was unable to be performed. X-ray confirmed the stylet was unable to be fully inserted / removed due to the over torqued inner coil at the connector region. The cause of the reported event was isolated to the damage found at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.